Event description:
It was reported that the device etco2 module is defective. There was no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the processor board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.